Event description:
It was reported that a physician could not establish communication with a pt's device and believed it was due to end of svc. The pt's programming history available in the MFR's in-house database was reviewed and a battery life calculation was performed indicating that the device was not at end of svc; however, the info was incomplete. F/u with the site revealed that their programming system works well with other pts' devices and all troubleshooting was performed in an attempt to establish communication with this pt's device; however, it was unsuccessful. The pt is to come back into the office and have the device checked again. Good faith attempts to obtain additional info have been unsuccessful to date.

Event description:
Additional information was received on 07/18/2012 indicating that the patient may be referred for revision; however revision has not occurred to date. Additionally, information was received that the failure to program had been resolved; however details regarding how the issue was resolved are unknown at this time.

Event description:
Additional information was received indicating that the reason forr the failure to program was likely a dead programming wand battery. When the battery was replaced, the generator was able to be interrogated. Revision has not occurred to date.

Manufacturer narrative:
Review of programming history.